Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in a calcified right coronary artery. After good predilatation, the 3.00x38mm promus element plus stent did not cross and caused a dissection. The device was removed and the procedure completed with a non-bsc stent. There were no serious injury or adverse patient effects.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. F/g,promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in a calcified right coronary artery. After good predilitation, the 3.00x38mm promus element plus stent did not cross and caused a dissection. The device was removed and the procedure completed with a non-bsc stent. There were no serious injury or adverse patient effects.